Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. No troubleshooting was performed as the customer and her dr both wanted the insulin pump replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.